Manufacturer narrative:
The lot number was not provided; a search for non-conformances associated with the device's part/lot number combination could not be conducted. The user-provided radiographic images of the pelvis demonstrates embolic coils within the pelvis, localized to the left side. The lack of vascular or bowel contrast in the radiographic images makes it impossible the identify the exact structure in which the coils are located. In these pelvic radiographic images, coils can be seen massed with some unwound and extending toward the mid-line. Some of the coils that do not form part of the main coil mass appear more lateral to the main coil mass. The user-provided endoscopic photos shows what appears to a coil extending into the lumen of the bowel, which is consistent with the complaint. A portion of an implant was returned, and the entire length was stretched. The stretched implant was only a partial portion that appeared to be cut from the implant. The length was roughly measured at 83.2 cm; however, this length is not completely straightened wire. The portion of implant examined did not exhibit any gel or uv adhesive. The coil wire diameter was measured around 0.0048". Based on the investigation the complaint is confirmed as the returned stretched implant segment is most likely a coil used in the treatment. The cause of the issue; however, cannot be determined as the returned implant is too damaged to be able to gather any additional information. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that on (B)(6) 2018 the patient was treated for a ruptured left internal iliac artery aneurysm using multiple embolization coils. On (B)(6) 2018 the patient underwent a laparotomy for a rectal tumor. On 1/9/2019 images were taken during a follow-up. On (B)(6) 2019 the patient was reported to have a fever and pain. A iliopsoas abscess was observed. Images were taken at this time. On (B)(6) 2019, it was reported that during evacuation (bowel movement), the patient observed a stretched coil coming from the anus during the evacuation. The physician cut the coil section protruding from the patient's anus as a temporary measure, but the coil escaped from the internal iliac artery aneurysm was remaining at the anus. It is unknown whether the remaining coil was withdrawn or not. The patient was reported to have a fever and pain. A iliopsoas abscess was observed. It was reported that it was unknown whether the internal iliac artery aneurysm was pushed out by the iliopsoas abscess and/or if the coil came out from the site where rectal adhesion occurred, or if the iliopsoas abscess was developed because the coil was pushed out. The patient was reported to be in hospital due to the iliopsoas abscess and was scheduled to undergo surgery. Based on the fact that multiple coils had been used to treat the patient's internal iliac artery aneurysm, it could not be determined which coil model/lot the stretched section segment that was removed from the patient came from.